Event description:
It was reported the lead was explanted due to apparent fracture. No patient complications were reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. Other: it was reported the lead was explanted due to apparent fracture. No patient complications were reported as a result of the event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, lead(s), fracture of.